Event description:
It was reported that a pt underwent generator revision surgery due to end of service. The exact diagnostic results were not provided, so it is unk if any eri flags were obtained. The pt was implanted for approximately four years; however, the pt has been at very low settings for the past two years, so it seemed unlikely that the device would be at end of service. During surgery, the surgeon noted that the suture used to secure the generator had hardened and created inflammation and swelling. There was also black coloration on the generator as well as blackening of the tissue in the generator pocket. The blacken tissue was removed during surgery. The explanted generator has been returned to the manufacturer for analysis, however, device evaluation has not been completed.